Event description:
It was reported that during a routine device replacement procedure, the right ventricular lead was cut by the physician in error. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.